Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 4 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that some unspecified vad alarms sounded at night on (B)(6) 2016 and the patient's spouse discovered that "some wires" were disconnected. The alarms subsided once the wires were reconnected. However, additional alarms again sounded in the morning. The patient's son arrived and noted a message on the system controller screen indicating "controller clock not set." The patient's son switched the patient to the backup system controller and confirmed that the device was working at a set speed of 9400 rpm with all parameters showing. It was suspected that the patient may have allowed the batteries and backup battery to deplete completely resulting in a controller clock not set alarm. The patient was asymptomatic during the events. A representative of the manufacturer's technical services team reviewed the log file and saw that there was a driveline disconnected alarm at 12:08 pm on (B)(6) 2016 causing the pump to stop and low flow alarms to sound. Then at 1:19 am on (B)(6) 2016, a low voltage hazard alarm sounded from what appeared to be due to a double power cable disconnect. Between 9:25 am and 9:28 am on (B)(6) 2016, another driveline disconnected alarm sounded, during which time the pump had stopped and low speed and low flow events were captured. At 5:44 pm on (B)(6) 2016, another low voltage alarm sounded from what appeared to be due to a double power cable disconnect. Between 9:14 pm and 10:11 pm on (B)(6) 2016, consistent low voltage hazard alarms were observed showing no voltage from either power cable, causing the emergency backup battery to activate each time. Between 7:37 am and 10:14 am, power was disconnected from both power cables causing the emergency backup battery to run until becoming depleted at around 10:14 am. The system controller clock was reset to 01/01/2001 at this point and the yellow wrench/clock not set alarm sounded when the system controller was reconnected to power. After this, there was a driveline disconnect alarm from what appears to be due to the reported system controller exchange.

Manufacturer narrative:
The report of pump stoppages and system clock resets was confirmed based on the information contained in the submitted system controller log file. The pump stoppage and system clock reset appeared to have been due to a no external power event and having depleted the emergency backup battery. The duration of time in which the pump was stopped and the root cause for the events could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support and no further events have been reported. The manufacturer is closing the file on this event.